Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure this right atrial (ra) lead was repositioned three times with continuous noise on the atrial channel after it was connected to the device. Subsequently the lead was attempted and not implanted. A new ra lead from another manufacturer was successfully implanted. No adverse patient effects were reported.